Event description:
Customer's grandmother reports that the customer was feeling tired and groggy and tested several times getting a result of "hi" (> 500 mg/dl). Customer was taken to the hospital due to the hi readings. At the hospital, the customer's blood glucose levels were checked twice, with results of 89 mg/dl and 90 mg/dl. The customer was then released and sent home with no treatment provided. The hi reading received by the customer with the adc meter may have led to mistreatment.